Event description:
The customer reported to baxter (B)(4) of a buretrol administration solution set in which the set leaks. The event is reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak. The leak was observed in the middle of the tube in the lower cap. An under water pressure test with 8psi was performed and the leak was also observed. The root cause of this condition was not determined. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and the initial evaluation has confirmed the reported condition; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.